Event description:
It was reported that the patient presented in the ER after receiving multiple inappropriate high voltage (hv) shocks. Review of device interrogation indicated that patient received inappropriate hv therapy for a ventricular tachycardia, which successfully converted the patient. A minute later, significant amount of noise was noted resulting in several inappropriate hv shocks. Fluoroscopy was performed and externalized conductors were observed. Patient was asymptomatic. The right ventricular lead was explanted and replaced. The patient experienced no complications during and post procedure.

Manufacturer narrative:
An entire lead was returned in two pieces with the connector piece measuring 19.8 cm and with the distal piece measuring 45.5 cm for analysis. External insulation abrasions were noted at 11.6 to 11.9 cm and 12.2 to 12.5 cm from the connector pin. The etfe coating was abraded and the inner coil was not exposed in these abrasion regions. External insulation abrasions were noted at 17.0 to 17.3 cm, and 18.9 to 19.3 cm from the connector pin. The etfe coating was intact and the inner coil was not exposed in these abrasion regions. Externalized conductor due to internal insulation abrasion was noted at 12.0 to 15.8 cm from the distal tip. Internal insulation abrasions were noted at 16.2 to 16.6 cm, 32.9 to 33.3 cm, and 33.6 to 33.8 cm from the distal tip. The etfe coating was intact and the inner coil was not exposed in these abrasion regions. Internal insulation abrasion was noted at 18.5 to 20.1 cm from the distal tip. The etfe coating was abraded and the inner coil was not exposed in this abrasion region. Internal insulation abrasion under rv shock coil was noted at 5.0 to 5.4 cm. The sensing conductor etfe coating was abraded and the inner coil was exposed in this region from the distal tip. Other damages on these two pieces were consistent with those occurring at time of explant.